Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patients national institutes of health stroke scale (nihss) was 18 prior and now is 4. The target lesion was the right m1. There was one pass with the phenom 27, and 4 total passes. Tici score was 1. A solitaire 6-40 used with the phenom 27.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the final removal, it was noticed that the phenom 27 microcatheter marker band dislodged and remained in the patient. No surgical or medicinal intervention was required. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing clot removal surgery for treatment of acute ischemic stroke (ais). It was noted the patient's vessel tortuosity was severe. Vascular access was obtained via the radial to the internal carotid artery (ica). The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The catheter tip was not shaped.